Event description:
One pt, with discrepant probnp results. Results were generated during a correlation study and not reported. Initial probnp result 156.0 pg/ml, repeated 123.4 pg/ml. The field svc rep found the cause of the discrepancy to be misadjusted probe and level detection voltage which were adjusted. The sipper tubing was also replaced. Performance tests were performed.